Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 32 mm tricuspid annuloplasty ring, the physician reported that due to prior endocarditis the entire free wall of the native anterior leaflet was essentially gone. An attempt was made to repair the leaflet using a piece of the patient's pericardium, however this was unsuccessful. The annuloplasty ring was placed and decreased the tricuspid regurgitation from severe to moderate. Due to the dysfunctional right ventricle the physician opted to implant a 30 mm non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.